Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that a fluid leak was discovered from the blue stay safe push pin that was discovered missing from the cassette during dwell 1 of 4. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The cause of leak was unknown. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete manual therapy in the morning after the event. The pdrn confirmed that no fluid came in contact with the cycler and there were no other issues with the supplies used during the event. The pdrn confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that a fluid leak was discovered from the blue stay safe push pin that was discovered missing from the cassette during dwell 1 of 4. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The cause of leak was unknown. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete manual therapy in the morning after the event. The pdrn confirmed that no fluid came in contact with the cycler and there were no other issues with the supplies used during the event. The pdrn confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation.